Manufacturer narrative:
The patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. Patient reported falling often. Troubleshooting was attempted and not successful. Lead diagnostic testing showed high impedance although therapy remained effective. To address this issue, both leads were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 where in both leads were explanted and replaced to address the issue.